Manufacturer narrative:
Approximate age of device- 3 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for driveline infection. A low speed advisory was observed while the device was on wall power. The manufacturer's technical service representative reviewed the log file and confirmed a low speed hazard on (B)(6) 2019 while the device was on mobile power unit. There is not enough information to determine whether this is due to short to shield. X-ray of the driveline was unremarkable.

Manufacturer narrative:
Section h10: correction manufacturer's investigation conclusion. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, an analysis of the log file that was provided by the account confirmed one low speed event; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019, the log file captured a low speed event when the patient¿s speed dropped below the patient¿s low speed limit. Low speed advisory/hazard and low flow hazard alarms were active during the event. The observed low speed event occurred while the patient was supported by the mobile power unit. The pump ramped back up to its set speed without issue following the event. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. It was reported that the patient was admitted for a driveline infection. The patient also experienced a low speed advisory event while on wall power. Analysis of the submitted x-ray images did not appear to show any potential breakdown of the metal braided shield of the driveline; no areas of obvious damage or concern were noted. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The hmii lvas IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. Information regarding the low speed advisory alarm is included in this document. This IFU, as well as the hmii lvas patient handbook, provide information regarding how to prevent infection and how to care for the driveline exit site. Lastly, both documents explain that patients must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed event was confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmateii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. Furthermore, a specific cause for the patient¿s infection could not be conclusively determined. The submitted log file contained data from 16jul2019 through 05aug2019. On 25jul2019, the log file captured a low speed event when the patient¿s speed dropped below the patient¿s low speed limit. Low speed advisory/hazard and low flow hazard alarms were active during the event. The observed low speed event occurred while the patient was supported by the module power unit. The pump ramped back up to its set speed without issue following the event. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. It was reported that the patient experienced a low speed advisory event while on wall power. The patient was also admitted for a driveline infection. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas with no further reported issues. The hmii lvas IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection and how to care for the driveline exit site and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Lastly, it explains that patients must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep no further information was provided. The manufacturer is closing the file on this event.